Event description:
Dexcom g7 is showing an incorrect reading. It started in late (B)(6). It took us a while to realize the problem. My readings were inaccurate, and the readings were too low or too high. Many times, I will take extra carbs or extra insulin to compensate for it and also blood glucose check. The difference between continuous glucose monitoring and blood glucose check discrepancies was between 20-80 points. We were on a cruise from (B)(6). Once we were at home, things did not improve. Between (B)(6) 2024 to (B)(6) 2024, we contacted dexcom three times, and the sensors were replaced every time. We realized during our conversation with dexcom that the common criteria of all the sensors were the same ref (stp-st-013) lot (1824039005). Mfg date 2024-02-01 and exp date 2025-07-31. On 11/08/24, we decided to use a different lot (1824074001) mfg date 2024-03-01 and exp 2025-08-31. Things changed right away. Cgm numbers and blood glucose numbers were close. For almost two and 1/2 months, the alarm went off during the day and night with cgm too low or high. I ended up checking 10+ times a day blood glucose with a variation of up to 20%.